Event description:
A pt underwent standard evar under emergent circumstances on (B)(6) 2014. The main body stent graft was tracked over a lunderquist wire guide. The physician had great difficulty in releasing the top stent trigger wire release mechanism. Following that, he also had a great amount of difficulty deploying the suprarenal stent. Ultimately, the stent was deployed successfully in the large zone but with difficulty by manual force. The alternative trigger wire release method was not utilized during the procedure, but the delivery system was rotated together per the IFU. The final outcome was good. The pt was not impacted in any way.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.